Event description:
It was reported when using the bd pyxis¿ medstation¿ es cubies were failed to recognize.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: section h4 device manufacture date. A supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es cubies were failed to recognize.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by performing recovery. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es cubies were failed to recognize. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.